Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was a crack in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: evidence of unexplained power reboot events was observed in the black box. The battery compartment was cracked from the threads down to the case seal on the side. No battery cap was returned but a test battery cap was able to fit. Evidence of moisture corrosion was observed in the battery compartment. The "ez-prime¿ steps were performed correctly; no power interruption occurred during the investigation. Investigation was unable to duplicate the ¿power¿ complaint. The pump¿s cover was removed and no further moisture corrosion or any intermittent condition was found to the power printed circuit board.